Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted surgical aortic valve and ascending aorta replacement, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. As the valve was fully deployed, the outflow side of the valve was compressed by the artificial graft. This caused the valve to move towards the left ventricle. Additionally, at the time of deployment, the patient developed complete heart block (chb). Subsequently, after completion of the implant procedure, the patient was transferred to the intensive care unit (ICU) with temporary pacing left in place.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013079832); product type: 0195-heart valves. Select patient information cannot be documented in the file due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.